Event description:
Patient reported they received an injection of botox cosmetic, and then on a later date soon after, an injection of an unspecified juvéderm®. Patient ultimately received a second botox cosmetic injection approximately three months later after these first injections and the next day had "severe neck pain" and reported their "lymph node on the right side got swollen". Patient reported that the neck pain had started improving, but at 10 days after the symptoms began, it had gotten worse and they were "having trouble turning [their] head without pain. At this same time, it was noted that the swelling of the lymph node had improved, but was still slightly swollen. Symptoms ongoing.

Manufacturer narrative:
Clarification: injection date was noted as end of (B)(6) 2021. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information received noting patient was injected with unspecified juvéderm® 26 days after the initial injection of botox®. Four months later, patient received the 2nd injection of botox® and reported the events were against the 2nd botox® injections.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information received from the healthcare professional noting the juvéderm® injection was 1ml of juvéderm® ultra xc into the nasolabial folds, oral commisures, and resting crease on glabella. Healthcare professional reported that the patient returned to office a week after date of onset. They were unable to assess the event as patient did not follow up with the office regarding the event. When they saw the patient, the event already resolved.